Manufacturer narrative:
Concomitant medical products: hospira 250ml bag of 0.9% nacl, ndc 0409-7983-02, lot 66-057-jt, exp 1 jun 2018; hospira 1000ml bag of 0.45% nacl injection, ndc 04097985-09, lot 68-001-jt, exp 1 aug, 2018; hospira 50ml bag of 5% dextrose, ndc 0409-79923-36, lot 66-017-jt, exp 1 jun 2018; curious jet caps, therapy date 10/19/2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak between the smartsite and the texium during an unspecified infusion. There was no report of patient harm .the set was in use for 30 min. Although requested there s no other specific event details provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak between the smartsite and the texium was not confirmed. The sets and all components were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears. Some residual yellow liquid, matching the liquid observed in the received syringe, was observed at the texium (of set a) to distal smartsite (of set b) connection. No other anomalies or evidence of damage were observed. Functional and pressure testing resulted in no leaking observed. The root cause was not identified.